Manufacturer narrative:
Reported event was confirmed by review of radiographs which indicated an oblique periprosthetic fracture of the proximal right femur was observed. The fracture was mildly displaced and the bones were osteopenic. Mild liner wear of the acetabular component was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04286.

Event description:
It was reported that the patient received an initial tha at an unknown date. Review of the attached x-rays, indicates a oblique periprosthetic fracture of the proximal right femur. And the fracture is mildly displaced. There is mild liner wear of the acetabular component. Subsequently the patient underwent an additional surgery to add plates to support the femur, the cup and stem were retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk zimmer apr stem, lot: unk, part: unk, unk zimmer apr cup, lot: unk, part: unk, unk femoral head, lot: unk, part: unk, unk acetabular liner, lot: unk.

Event description:
It was reported that the patient received an initial tha at an unknown date. Review of the attached x-rays, indicates a oblique periprosthetic fracture of the proximal right femur. And the fracture is mildly displaced subsequently the patient underwent an additional surgery to add plates to support the femur, the cup and stem were retained. Attempts have been made and no further information has been provided.